Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
(Brush part went to the back of my throat and I was) choking [choking]. Bottom portion brush comes off while brushing/ are loose- dual action brush head [device breakage]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the bottom portion brush of the oral-b dual action brushheads were loose and came off. The product was used 3 times per day for 2 minutes, and this had occurred with each brush head used from 3 different packages. Once in the spring of 2015, a bottom brush went to the back of his throat and caused choking. He reported it took a couple of coughs to get it out. The case outcome was recovered. The consumer stated he had been using this type of brush head for a long time, and they were not the same as previous ones used. No further information was provided.